Event description:
The patient was diagnosed with lead dislodgement (lbbp lead). The patient was hospitalized. Follow-up interrogation and chest x-ray were done. Lbbap lead revision (repositioning) has been planned. Update from (B)(6) 2026: postoperative pacemaker interrogation revealed early signs of lead dysfunction, characterized by loss of the r wave in lead v1, an increased pacing threshold, and decreased sensing amplitude. The underlying cause was considered to be either lead dislodgement related to the so-called drilling phenomenon (fixation issues) or inadequate lead slack. Lbbap lead was explanted and replaced by another one.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.